Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue and purple pixels appeared adjacent to the thermal dose threshold (tdt) lines where heating should have expanded; the probe was firing at 100% power. The surgeon assumed that this area was probably hot. There were no patient complications reported in relation to this event.